Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the power switch failure was deterioration associated with the long-term use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power button would not remain depressed. Replacement of the switch was determined necessary in order to resolve the problem.

Event description:
A user facility reported to olympus that the power switch would not stay engaged when attempting to power on the unit. The problem, as reported to olympus, was found during a procedure. The procedure was completed with no delay using the same device. There was no patient injury or medical intervention associated with the event.